Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Event description:
It was reported that on date review, some episodes of electrogram data were "invalid" and not visible. The device remains in use. No patient complications have been reported as a result of this event.